Event description:
The manufacturer received information alleging visualization of particles. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging visualization of particles. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In this report updated as- the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center. During the evaluation of the device, customer complaint was not confirmed. The third-party service center visually inspected the device and found no evidence of foam particles or degradation. In addition, the device passed all test results. In this report, box b, d and h has been updated/corrected.

Manufacturer narrative:
Section box d - product UDI number was incorrectly captured in initial/follow up report and have been corrected in this report.